Manufacturer narrative:
This report is filed may 13, 2014.

Event description:
Per the clinic, the patient experienced a performance decrement. A CT scan on (B)(6) 2013 revealed a migration of the electrode array. The device was explanted on (B)(6) 2014 and the patient with reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not returned to the manufacturer.